Event description:
During cerebral angiography the rotator of the suspect device broke during contrast infusion injection at 305 psi.

Manufacturer narrative:
Device eval: the eval is not complete. Conclusions: the suspect device has been returned for eval; however, the investigation is not complete. A f/u report will be submitted when add'l info is available.